Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient showed the error notification. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the reason for return has been confirmed. When the patient interface is connected to a console via c able or wirelessly, the notification "patient interface fault detected" pops up. When the patient interface docked, no errors occurred. The stim board was defective. The spare fuse decal was illegible. The bottom enclosure was broken. The batteries have reached the end of their life cycle. H6: previously applied fdm b21, fdr c21, and fdc d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.